Manufacturer narrative:
Device used for treatment and not diagnosis. For vet use only: no 510k number. There were multiple errors on this order starting with the work order request. On (B)(4) 2012 the postponement production planner sent an email to inventory control requesting repack work orders for pn vs102.009 made from 200.809 and pn vs102.016 made from 200.806. The first wo for the vs102.009 was requested and created correctly, the second wo for vs102.016 was requested and created incorrectly. First, the made from part, 200.806 is incorrect and the wo was created with the incorrect part number. The as requested pn was vs102.016 and the wo stated vs102.009, so consequently the wo and pulled made from part number came over to be repacked in postponement with wrong paper work, parts. The product was then packaged on (B)(4) 2012 as stated on the work header, however, part of the packaging process ps040902 requires a first piece verification in which the packagers are required to check the product length, this process could not have been performed as the correct length should be 9mm and the actual length is 6mm. The product was packaged incorrectly. This issue went for further investigation.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Reported quantity of 10 screws total. Device is a veterinary product. Device is similar to a device marketed for human use. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. A review of the device history record revealed no complaint related anomalies.

Event description:
Customer received an order on (B)(6) 2012 and it was noted upon opening that the screws inside the packaging was incorrect. The packaging had the correct information but the screws were incorrect.